Manufacturer narrative:
A patient called for medical information and subsequently reported adverse events. The patient reported having an emergency placement of two cypher stents in unknown vessels in 2002. According to the patient, she was hospitalized during the same year after stent placement where a thallium stress test was performed for an unknown reason; results were a "blockage of aorta." According to the patient, an unspecified vascular bypass surgery was performed as treatment. The patient also reported that approximately four years later another cypher stent was placed as treatment for another blockage of an unknown vessel. Cypher was marketed in 2003, yet the cypher stents reported were 2.5x13mm cypher stents, therefore the patient may have misstated the implantation year. Multiple attempts were made to clarify the events without success. The products remain implanted in the patient and are thus not available for evaluation. The only lot number provided by the patient corresponds to a cypher stent manufactured in 2005 and therefore may not be one of the original stents claimed to be implanted in 2002. A review of the manufacturing records could not be conducted without the lot numbers. It is our intention to report conservatively when information is not available; therefore the reported event will be captured as restenosis. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Based on the limited information available, it is not possible to draw a conclusion about a clinical relationship between the devices and the event reported. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2010-00326 and 3003742446-2010-00327.

Manufacturer narrative:
Current medications include plavix and protonix. The catalog and lot numbers for the actual product used in the procedure is unknown. An investigation is in process to retrieve this information. Additional information will be submitted within 30 days of receipt. Please note also that the actual implant date is not currently known and the year and month were chosen for purposes of submitting the report. This device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2010-00326 and 3003742446-2010-00327.

Event description:
A patient called for medical information and subsequently reported adverse events t in 2002, the patient reported having an emergency placement of two cypher stents in unknown vessels and was hospitalized. According to the patient, she was hospitalized for a second time that year, where a thallium stress test was performed for an unknown reason; results were a "blockage of aorta." According to the patient, an unspecified vascular bypass surgery was performed as treatment. Five years later, another cypher stent was placed as treatment for another blockage of an unknown vessel and had "problems with clots" in the "stomach and groin." During her initial hospitalization in 2002, the patient was diagnosed with diabetes and high cholesterol. Treatment included an unknown dose of zocor therapy for the high cholesterol and a combination therapy with glucotrol and gucophage, unknown doses for the diabetes. The duration of her hospitalization lasted from 14 to 17 days. As treatment for postoperative pain, the patient received percocet as treatment and developed rash and hives. She was diagnosed as having a drug allergy to codeine and percocet. The duration of her hospitalization was again 14 to 17 days as stated by the patient. The event resolved. The patient also began coumadin therapy as treatment. Three years after, the "problems with clots" continued and the patient had another vascular bypass surgery for circulation problems of the legs and feet, described as "they went through the neck down through my stomach to make the bypass" as treatment to re-establish "circulation of my legs and feet." The event resolved. The patient additionally reported that, her zocor was not helping, further clarified as the blood cholesterol and triglycerides were "out of this world." The physician discontinued zocor and prescribed an unknown dose of crestor as treatment. In the same year the patient developed trouble with the left ear and a CT scan of the head was performed.